Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 350cc breast implants reported that in 2018 and now intermittently experiences what she describes as warm implant solution rushing through her body due to devices leaking. The patient has not had any imaging done for the implants, but she states they feel less firm and less full. The patient states that overall, she feels ill and nauseous and experiences some chest pain. The device remains implanted. This report is for the right side.